Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual analysis revealed reddish brown material inside the pebax and a separation between pebax and electrode section. The device was connected to the carto 3 system and no errors were observed. The force feature of the device was evaluated and the force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device lot number 31724135l and no internal action was found during the review. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage is traced to the manufacturing process. The instructions for use (IFU) contain the following recommendations: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. This product issue will be addressed through the quality system. An internal action was created for further investigation of the force sensor sleeve insolation to prevent fluids to get inside into the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro catheter and post procedure the bwi product analysis lab identified reddish brown material inside the pebax and a separation between pebax and electrode section. During the procedure, "hi" force displayed on carto system during radiofrequency ablation. The medical team changed the cable and the issue was not resolved. They changed the catheter and resolved the issue. No further details were provided regarding completion of the procedure. No patient consequences were reported.